Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported, "the insulation on the tip broke. To remove the enclosures, they leave them in the water and clean with a little more energy; but not so much too break it." Additional information has been requested.

Manufacturer narrative:
Additional information received: "product not in contact with the patient, no patient injury and the event did not lead to surgical delay." Integra has completed their internal investigation on november 14, 2017. Results: evaluation of returned device; the electrical insulation is compromised on the forceps. The device failed electrical control. A thorough observation of the coating shows numerous scratches. DHR review; no anomalies that could be associated with the complaint were observed complaints history; including this complaint, the complaint rate for product family bipolar forceps with suction / irrigation for the past 12 months is 0,000983% complaints /product uses. Conclusion: the damages on the coating are in all likelihood due to the use of an abrasive to clean the active part. Nt058 recommends "do not use abrasive cleaning products such as hard brushes, etc. Make a visual inspection of the instrument and the cable to ensure that the electrical insulation is in good condition."

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. No anomalies that could be associated with the complaint were observed no adverse trend - first occurrence of this risk for this device. No return of device for investigation.